Event description:
Complainant alleged that while performing routine preventative maintenance, there was a loud noise heard during the 360 joule test, then a "status 66" displayed, and the device was then unable to charge or discharge. There was no pt involvement during the reported malfunction.